Manufacturer narrative:
We checked the returned unit and confirmed that the operation channel blocked. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the remote control button(2) perforated, the distal body cracked, the down pulley wire stretched, the up pulley wire stretched, the left pulley wire stretched, the right pulley wire stretched, the nozzle gluing missing, the eog valve leak, the lg root brace rubber cut, the bending rubber gluing discolored, the insertion flexible tube (ift) twisted/buckled under and the root brace; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.